Event description:
The customer indicated that they had a propaq cs monitor that gave an error message and then the monitor stopped working. This problem happened while it was being used on a patient during transport. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.